Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and five pictures were received for evaluation. The sample was received in a used condition with its original packaging open. Visual testing was performed. Visual inspection found an incomplete formed tip. The root cause of the reported issue was found to be the criteria inspection was not clear for the forming the tip of the tube. Workmanship of the end form tube bevel were created by the manufacturing and quality engineer to more clearly specify the defects of forming. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer found a tear in the cuff. No patient injury was reported.